Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracotomy procedure, while the device was applied on the lung, the device did not fire. A new device was opened and used to complete the case. There was no patient injury.